Event description:
It was reported that the patient received inappropriate therapy with ventricular rate in fib zone during afib with rvr. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.